Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during reprocessing, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the hose had multiple holes, the tube rotated in the muffler housing, failed rotational assessment (below minimum specification), failed oil leak assessment, the soft couple nut was damaged and the vanes were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.